Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was overdischarged for the third time. No physician mode recharge was done and the ins was replaced. The patient also needed the ins explanted due to an MRI for multiple sclerosis. When the ins was explanted the surgeon noticed one of the leads was fractured and slid out of the ins as if it was never connected properly. The cause of the lead sliding out of the ins was not determined. Prior to the replacement the patient was happy with their therapy. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3550-39, serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery had reduced capacity due to overdischarge. Analysis for lead (B)(4) found the proximal end conductor was broken. The #1 conductor was broken near the #1 connector. There was no continuity and no shorts on the #1 circuit. Analysis for lead (B)(4) found no significant anomaly. The lead body was cut through, product segmented. Analysis for the titan anchor revealed no significant anomaly. The anchor was separated. The outer insulation was melted in multiple locations, suspected electro cautery artifact.